Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter healthcare regarding the vial mate reconstitution device in which a leak was discovered from the vial adapter. This was observed during reconstitution. The vial mate was attached to vancomycin, azithromycin, and a baxter bag. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.